Event description:
The customer reported that during a bladder tumor procedure, the surgeon was pressing on the tumor with a wolf handpiece, but the handpiece was not activating. The surgeon pressed harder and harder until the device activated, at which point the handpiece activated at full power and burned a hole through the tissue of the bladder. The forcetraid generator was in use at the time. A catheter had to be inserted and the pt was admitted to the hospital due to this injury. The pt is now recovered.

Manufacturer narrative:
(B)(4). The incident generator has been requested but to date has not been received for evaluation. If the unit is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.